Event description:
New information noted that sensing had dropped since implant.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for an explant procedure. The right ventricular lead was explanted and replaced due to an unspecified issue. During the procedure, the helix was unable to retract. The helix finally retracted, but not fully. The patient was stable post-procedure.